Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported that he went to the emergency room about two years ago due to a high blood glucose level. The customer was given IV fluid to recover. Customer's blood glucose level was 164 mg/dl. The insulin pump kept alarming no delivery. The device was not returned.